Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610126) was reported to be impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30647130) and could not be released. The physician tried unsuccessfully to retract the enterprise stent; the enterprise stent and the prowler select plus microcatheter together. The procedure was completed using new devices. There was no report of any patient injury or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not reported / available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30647130) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that due to covid-19 quarantine restrictions, the product return is delayed and may no longer be available to be returned. If product is returned or information provided at a later date, the file will be updated accordingly and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610126) was reported to be impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30647130) and could not be released. The physician tried unsuccessfully to retract the enterprise stent; the enterprise stent and the prowler select plus microcatheter together. The procedure was completed using new devices. There was no report of any patient injury or complication. On 12-may-2022, additional information was received. The information indicated that the stent component and stent delivery system of the 4.5mm x 22mm enterprise® vrd did not appear damage. The stent component was still on the delivery wire when it was removed with the microcatheter from the patient. An adequate and continuous flush was maintained through the microcatheter. There was no appearance of damage noted on the microcatheter when it was removed. The additional information indicated that a new 4.5mm x 22mm enterprise® vrd and a new 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported event. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30647130) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191 and 3008114965-2022-00192. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610126) was reported to be impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30647130) and could not be released. The physician tried unsuccessfully to retract the enterprise stent; the enterprise stent and the prowler select plus microcatheter together. The procedure was completed using new devices. There was no report of any patient injury or complication. On (B)(6) 2022, additional information was received. The information indicated that the stent component and stent delivery system of the 4.5mm x 22mm enterprise® vrd did not appear damage. The stent component was still on the delivery wire when it was removed with the microcatheter from the patient. An adequate and continuous flush was maintained through the microcatheter. There was no appearance of damage noted on the microcatheter when it was removed. The additional information indicated that a new 4.5mm x 22mm enterprise® vrd and a new 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported event. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was returned contained in the decontamination pouch. Visual inspection was performed. The stent component of the the 4.5mm x 22mm enterprise® vrd was released in the hub. No other damage was observed on the returned device. A microscopic inspection was performed along the body of the prowler select plus microcatheter. No damages were observed. The returned device was without elongation, kinks nor compressed condition. The hub was undamaged. The stent component was successfully removed from the hub. The prowler select plus microcatheter was flushed with a lab sample syringe. After flushing, a 0.018-inch lab sample guidewire was inserted into the microcatheter and advanced. When the guidewire passed through the hub area, there was no resistance felt. The guidewire was able to be advanced through until it came out at the distal tip of the microcatheter. The inner diameter (ID) and the outer diameter (od) were measured and confirmed to be within specifications. Functional test could not be performed with the 4.5mm x 22mm enterprise® vrd due to the premature deployment of the stent component, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. It is possible that there were other factors or issues that may have occurred during the use of the device that could not be replicated in the product analysis laboratory environment. Based on the visual inspection and the functional test results, the issue documented in the complaint could not be confirmed. A review of manufacturing documentation associated with this lot (30647130) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6)-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191 and 3008114965-2022-00192. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-may-2022. [Additional information]: on 12-may-2022, additional information was received. The information indicated that the stent component and stent delivery system of the 4.5mm x 22mm enterprise® vrd did not appear damage. The stent component was still on the delivery wire when it was removed with the microcatheter from the patient. An adequate and continuous flush was maintained through the microcatheter. There was no appearance of damage noted on the microcatheter when it was removed. The additional information indicated that a new 4.5mm x 22mm enterprise® vrd and a new 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported event. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191 and 3008114965-2022-00192. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.